Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl range, cause was unknown. Customer consumed carbohydrates to address bg. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.